Event description:
It was reported that the patient had "an unrelated problem, a wound infection". Specific details were not provided. The pump was used to deliver morphine. The patient's outcome was reported as "serious injury/illness - ongoing". Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.